Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on (B)(6) 2017 that this field clinical representative (fcr) contacted boston scientific technical services (ts). The clinic rn had contacted the fcr to report that this patient has complaints of generalized pain following implant. Ts commented that there are no specific recommendations for this type of patient complaint. The physician plans to send the patient to a pain clinic for a possible nerve block. Boston scientific received information that this dialysis patient was presented to the pain clinic on (B)(6) 2017. The patient was administered anesthesia and within a short period of time became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. Stored episode data (rate plot data) was reviewed by boston scientific technical services (ts). About two minutes prior to the recorded episode, there was approximately 45 seconds of slow rhythm/asystole (2 second markers interspersed with sensed beats (every 4-5 seconds). Untreated epsiode#1, 2, and 3 all appear to show chest compressions. Normal sinus rhythm (nsr) observed at the end of untreated episode#3. Boston scientific received information that the fcr spoke to the patient's physician. According to the physician, the patient developed respiratory failure due to anesthesia which led to sinus arrest. No programming changes were made to the device. The patient recovered and was discharged. According to a family member, this was the second time that the patient was seen at the pain clinic. No issues were encountered during the first visit.